Event description:
It was reported the colonovideoscope experienced a black monitor screen, no picture. There were no reports of patient harm.

Manufacturer narrative:
E1 - email: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.